Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with no delivery alarm on their insulin pump. It was reported that the customer changed the set and ran manually and the device did not alarm. It was reported that the customer was advised that an occlusion may have occurred. The customer's blood glucose level was reported to be 358.2mg/dl. It was reported that the reservoir and set would be replaced and returned for analysis. It was reported that the customer was advised to monitor the device and call back if issues persist.